Event description:
A customer in the united states notified biomerieux of obtaining a false negative cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp78 test kit (ref. 421051, lot 2781246203). Initial and repeat vitek®2 testing of the staphylococcus aureus isolate obtained cefoxitin screen result of negative. The customer also tested the isolate using alere pbp2a, oxacillin screen plate, and meca pcr. All assays obtained a result of positive. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. Biomerieux has initiated an internal investigation.

Manufacturer narrative:
An investigation was initiated in response to a customer complaint of obtaining a false negative cefoxitin screen result for a patient staphylococcus aureus isolate in association with the vitek® 2 ast-gp78 test kit (ref 421051, lot 2781246203). The customer's isolate was submitted for investigational testing and the identification was confirmed to be staphylococcus aureus with the vitek® ms. Testing was conducted with cards from the customer¿s lot (2781246203) and a random lot (2781335403), both in duplicate. Reference and alternative methods included oxacillin agar dilution, oxacillin broth microdilution, cefoxitin disc diffusion and pbp2a testing. Reference and alternative method testing provided the following results: oxacillin agar dilution: mic = 0.5 mg/l (susceptible), oxacillin broth microdilution: mic = 8 mg/l (resistant), cefoxitin disc diffusion: 17 mm (resistant) and pbp2a: pos. The vitek 2 results are in essential and categorical agreement with the oxacillin agar dilution, the reference method used to develop the oxacillin (ox101n) formulation on the ast-gp78 card, but are not in agreement with the oxacillin broth microdilution, cefoxitin disc diffusion and pbp2a results. A review by r&d showed that the growth in the drug wells was consistent with the vitek 2 oxacillin and cefoxitin screen results observed, that is, there was no growth in the cefoxitin screen wells and little to no growth in the oxacillin wells. The customer¿s non-detection of mrsa was reproduced. The isolate will be added to the r&d stock collection. Ast-gp78, lot 2781246203 met final qc release criteria. The lot passed qc performance testing.see h10 for addtl mfg narrative.